Manufacturer narrative:
D6: device returned with no lot ID. Results of evaluation; conclusion; based on the functionality testing it was confirmed that the instrument leaked around the o-ring area of the sleeve housing. No conclusion could be reached as to how this occurred.

Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the 511s trocar malfunctioned during the case. There was no consequence to the pt. 3/6/97 1015 reported the instrument "would not hold in gas." It was leaking pneumo.